Event description:
It was reported that patient went to the emergency room due to hypoglycemia. Patient was not willing to answer additional questions regarding the reported medical event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.